Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. The lead is part of the advisory for this model.

Event description:
It was reported that there was high impedance in the right ventricular lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event. It was reported that the patient had a systemic infection, that was not in the pocket. The patient is non-compliant. It was also reported that there was high impedance in the right ventricular lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, several conductors were distorted, here was blood/body fluid on the distal conductor (not obstructed), the defib conductor had fracture (overstress), the outer tubing was kinked/buckled, the outer tubing overlay melted and had cosmetic environmental stress crack, the outer insulation and outer tubing overlay was breached cut, the exposed defib coil had white substance, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The lead is part of the advisory for this model.

Event description:
It was reported that there was high impedance in the right ventricular lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.